Manufacturer narrative:
One device was returned for analysis in used condition. Service history review identified this device has not been in for service previously. Physical evaluation of the device found the device in used condition with a crack on top case and bottom. Error log review showed motor rate error. Motor rate error was found during occlusion test. Combination of worm coupling, lead screw and both clutch halves were found old, dirty and worn out due to normal wear. Replaced worm coupling, lead screw and both clutch halves to resolve the problem. Device passed all the functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor rate error. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.